Event description:
The patient underwent a bilateral mastectomy with placement of tissue expanders. Due to complications from infection, the expanders were removed within one month of placement. The left breast was closed with a drain placed; the right breast was left open with a wound vac placed and subsequently closed.the patient returned for tissue expander placement and continued reconstruction after being treated for the previous infection. During the surgery a tab from the previous expander was discovered in the left breast pocket and removed without complication. The tab separated from the expander. The procedure was completed without further event. The tab is not radiopaque and is not visible on radiographic imaging if separated from the tissue expander.manufacturer response for tissue expander, allergan inc. Natrelle-expander mod tab 700cc (per site reporter).====================== no response.